Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the presto inflation device in a clear plastic bag. Residue, possibly blood, is seen on the device. The manometer dial is seen broken away from the rest of the device. Therefore, the investigation is inconclusive for the reported leak as no objective evidence is provided. However, the investigation is confirmed for the identified break as manometer dial is seen broken away from the rest of the device. A definitive root cause for the alleged leak and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly had leaking joints. There was no reported patient injury.